Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was over 550 mg/dl with moderate ketones and a manual injection was used to correct. The pump supplies were changed and no insulin was observed dripping from the supplies during the load fill tubing sequence. Customer reverted to manual injections for insulin therapy.